Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3998, lot# j0454454v, implanted: (B)(6) 2004, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2018. It was reported that the cause of the high/varying impedances and the variation in stimulation strength with the patient was not determined and the issue was not resolved at the time. On (B)(6) 2018, the rep reported that a revision was scheduled for (B)(6) 2018 due to a short circuit. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: extension; product ID: 3998, lot# j0454454v, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead; product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: extension; product ID: 3998, lot# j0454454v, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Hcp returned the lead and extension for analysis and stated that reason for explant was device failure or malfunction. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that impedances were found to be high and patient movement caused variation in the stimulation strength and the impedance values. The patient reported variation in stimulation strength during post-operative programming and impedances were measured multiple times with significant variation in values. There were no factors reported that could have led to the issues and the issues were unknown prior to the appointment. The rep attempted reprogramming around high impedance electrodes but the issue was not resolved on the day of the report. It was noted that surgical intervention was planned. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the electrical lead (lot number j0454454v) found that the lead proximal end had a broken conductor. Analysis of the electrical lead extension (serial number (B)(4)) found that the extension body had been cut through and segmented. If information is provided in the future, a supplemental report will be issued.